Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 50 mg/dl at the time of the incident. The customer treated their blood glucose with orange juice. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was assisted with trouble shooting but was unable to finish troubleshooting because of the blood on the sensor connector.